Event description:
Attempt made by nurse to remove epidural catheter. When trying removal, nurse met with tension and called physician to complete removal. Upon removal, catheter tip was not intact. An x-ray revealed tip remained in pt. Upon advice of neurosurgeon, tip left in pt. Effect on pt is unknown, however, potential for serious injury exists.